Manufacturer narrative:
Batch review performed on 02 september 2024: lot 2211901: (B)(4) items manufactured and released on 06-sep-2022. Expiration date: 2027-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affair director: a dislocation was reported a few months after the primary implantation of a total hip arthroplasty (tha). The available images clearly confirm the dislocation and also reveal a slightly undersized stem, with possible mobilization visible on the dislocation x-ray. Additionally, a bony defect is evident on the superior aspect of the acetabulum, along with a displaced bone fragment. Hip dislocation is a well-known complication following tha and can result from component positioning or insufficient soft tissue tensioning. In this case, the presence of the acetabular defect may have compromised the competence of the soft tissue envelope, contributing to the dislocation. It is unlikely that the dislocation can be attributed to the standard devices used. Additional implant involved, batch review performed on 02 september 2024: liner: mectacer 01.29.409 ceramic liner ø 32 / d lot 2006662: (B)(4) items manufactured and released on 25-sep-2020. Expiration date: 2025-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Item not registered in us.

Event description:
Revision surgery due to hip luxation at about 5 months post primary.